Event description:
Hill-rom received a report from the hill-rom technician stating the intermediate siderail would not latch. The bed was located at the account in storage. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due a sticky substance spilled on latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated affected parts to resolve the issue. Based on this information, no further action is required.